Event description:
It was reported that an intrathecal tear occurred following lead trial placement. The patient complained of severe pain and sensitivity in the right leg following a trial on (B)(6) 2015. Pain improved over the weekend but then worsened. The leg was discolored and swollen. Redness and a burning sensation were also noted. The leads were removed on monday ((B)(6) 2015) and an MRI showed an intrathecal tear and bleeding. The patient was hospitalized, but no treatment was planned. The physician believed that the patient¿s anatomy (arachnoiditis) contributed. No product problem was suspected. As of (B)(6) 2015, the patient was doing better and was to follow up with the physician in 2 weeks. The patient wanted to have the permanent stimulator implant done, but the physician wanted to wait until the patient/pain was completely stable. Additional information was requested from the physician, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_ens_stimulator, serial# unknown, product type external neurostimulator. (B)(4).